Event description:
It was reported that stent damage occurred. The 95% stenosed, 30x2.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After predilation was performed, a 2.50x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: promus element,mr,ous 2.50x32mm stent delivery system (sds). A visual and microscopic examination of the crimped stent found damage to the stent. The stent was damaged at various sites along the stent with stent struts lifted from the stent profile. The undamaged crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 30x2.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After predilation was performed, a 2.50x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.